Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricle lead failed to capture the heart and was fractured. The lead was capped and replaced on (B)(6) 2020. No patient consequences.